Event description:
It was reported the pt had a burning sensation on her back that followed the lead path and continued up to her jaw. The pt reported the issue was present whether the stimulation was on or off. The sjm representative met with the pt for reprogramming, however, was unable to do so as the pt did not bring her programmer. The pt also reported she was feeling shocking sensation during storms, when she walks near a tv or furnace, and when she had put her hand in a microwave. The pt was to be scheduled for a follow up appointment.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.